Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other supera is filed under a separate medwatch report. Estimated date of implant as it was reported to be in (B)(6) 2013. There was no reported device malfunction and the device was not returned. The reported patient effects of thrombosis and restenosis are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided.

Event description:
It was reported that two supera stents were implanted in (B)(6) 2013 in the left superficial femoral artery (sfa). On (B)(6) 2015 treatment of instent restenosis was performed due to the size selections being undersized for the vessel. An unspecified 5 mm supera was implanted distally in the left sfa and an unspecified 6 mm supera was implanted in the proximal left sfa. An .014 inch non-abbott guide wire could not cross the previously implanted 5 mm supera stent in the proximal left sfa due to the stenosis. An .018 inch non-abbott guide wire was advanced but could not cross the previously implanted 5 mm supera stent in the proximal left sfa due to the stenosis and a slight dissection occurred due to the guide wire. The .018 inch non-abbott guide wire was finally able to cross the previously implanted stent and a filter was placed. Laser treatment was performed and thrombosis was noted. Laser treatment was used to successful treat the stenosis and thrombosis. The final patient outcome was good. No patient effects observed. No additional information was provided.